Manufacturer narrative:
(B) (4). Evaluation, results and conclusions: arterial trauma / dissection / perforation. Severly calcified vessels with severe stenosis. Insertion of the device in 5 to 6 mm vessels.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as mild tortuosity and severe calcification. The common femoral arteries were 7 to 8 mm in diameter, and there was severe stenosis just distal to the hypogastric artery bifurcation, such that the vessel diameter at the bifurcation was 5 to 6 mm. The aortic neck was 28 mm long and varied from 28 to 29 mm in diameter. It was reported that the physician dottered-up with dilators and then inserted the talent delivery system, which was advanced without issues. The stent graft was successfully deployed at the intended landing zone, and the contralateral gate was cannulated with a wire. The physician had difficulties removing the delivery system and lost wire access, and trauma to the iliac artery was also noted. The physician elected to intervene by converting the patient to an open surgical repair, which was successful. The explanted stent graft was discarded by the user facility. No additional clinical sequelae were reported, and the patient is fine.